Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent revision of proximal femoral nailing system advanced (tfna) and proximal femoral hook plate due to non union and delayed healing. Failure of device was detected through x-ray. There was no surgical delay reported. Procedure was completed successfully. Concomitant devices reported: tfna screw perforated (part# unknown, lot# unknown, quantity 1), tfna helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) 11mm/130 deg ti cann tfna 380mm/right ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the trochanteric fixation nail advanced (tfna) nail, helical blade, tfna screw, and proximal femoral hook plate on unknown date. X-ray taken on unknown date revealed patient had developed a non-union. Patient was returned to surgery on (B)(6), 2018 and revised to another tfna nail and proximal femoral hook plate. Surgery was completed successfully with no delay. Concomitant devices reported: tfna helical blade (part number unknown, lot number unknown, quantity 1), tfna screw (part number unknown, lot number unknown, quantity 1).